Manufacturer narrative:
Other, other text: additional information: a1, b5 and h6 ( patient code). Device evaluation: one cadd legacy 1 pump was returned for analysis due it displaying error 1720. Visual and functional testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying "1720" error code message on power up and goes into "1720" error code alarming message during the investigation. It was found that there was a broken back up capacitor ground wire that causes the issue. A back up capacitor will be replaced.

Event description:
Additional information received indicated that there was no patient involved.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1720 alarm. There were no reported adverse events.